Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. Suspected cause was due to having a basal rate setting that was too high. Customer consumed carbohydrates to address bg. Reportedly, the customer was instructed to consult their health care provider to discuss their settings to better meet the customer¿s needs.